Manufacturer narrative:
It was reported that the nozzle unit of the ventilator had been replaced. The ventilator was investigated by our field service engineer on-site and the nozzle units had been removed due to being defective, the replacement of the nozzle units solved the issue. No log files or service report has been provided and no replaced parts has been returned to manufacturer for technical investigation. The cause of the reported component failure has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).

Event description:
It was reported that the nozzle unit of the ventilator had been replaced. There was no patient harm. Manufacturer's ref. #:(B)(4).